Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritonitis event coincident with peritoneal dialysis therapy. It was reported that the patient was hospitalization for an unrelated condition and experienced peritonitis five days after hospitalization. The event was manifested by stomach pain. The patient was treated with unknown intraperitoneal (ip) antibiotics (dose and frequency were unknown). The cause of the event was unknown. Nine days after the hospitalization, the patient was discharged. The patient recovered from the event and remained on pd solutions. No additional information is available.